Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to low blood glucose 50 mg dl accompanied by low blood pressure and the patient was treated with oral carbohydrates and intravenous glucose and the length of hospitalization was greater than twenty-four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.